Event description:
User facility medwatch report number (B)(4) was received and a copy of that report will be included in this report. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Additional product code: hsz. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis placeholder.